Event description:
The hospital reported that during a coronary artery bypass procedure for three proximal anastomosis, five heartstring seals did not deploy out of the delivery tube into the aorta. The sixth heartstring seal's clear deployment tube separated from the hub and the tube had to be retrieved from the aorta. The surgeon completed the procedure by converting to clamp. No pt complications were reported by the hospital as a result. This report is for the sixth seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was loaded inside the deployment tube. Other observations were that the tension spring assembly was still loaded inside the deployment tube and the plunger was depressed. The deployment tube had separated from the main body of the delivery device. The failure that the deployment tube separated from the hub is confirmed. A lhr review was completed for the product and there was no non-conformance associated with the lot number.